Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was inserted through a catheter, protruding from both ends along with a separated piece of guide wire. The coil wire only was protruding from the luer hub at the proximal end and the portion protruding from the distal tip was unraveled. The separated piece of wire contained the proximal weld and part of the coil wire. Microscopic examination confirmed the core wire broke adjacent to the proximal weld and necking and plastic deformation was observed in the area of the break. A review of manufacturing records based on sales history did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force. Based on these circumstances and the information provided, operational context caused or contributed to this event. No further action will be taken. The initial report indicated that the wire was kinked. The returned sample was found to be unravelled and separated. The device codes have been updated accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into a patient in the emergency department. The physician experienced difficulty with the guide wire when trying to insert into a patient. It was very easy to hit the vein during needle insertion but when they tried to insert the wire, it became kinked. Once this occurred, he was not able to thread the catheter. The physician is reported to be very experienced and has placed many of these lines in the past and this issue is new to him. There was a delay in treatment with no patient harm and no patient death or complications reported.